Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient's wife reported that her husband was taken to the hospital because of his pod not working and he was experiencing high blood sugars (no values given). Her husband was coming out of surgery. The doctor had come out to speak with her and she could not stay on the phone. The pod had been worn longer than 48 hours on the arm. No further details were provided or able to be obtained.